Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. For this final lot, six 23 ga valve entry component lots were used to make up the final lot. A device history record review for each of the component lots was conducted. According to the device history record reviews, one lot was reprocessed for an anomaly that did not contribute to the customer complaint. The device history record review did not point to a root cause because the lot was reprocessed and the product was released in accordance with all product acceptance criteria. Five lots had no anomalies found based on the device history record reviews. No sample was returned and the device history record review of the lot number provided indicated product was released according to the product¿s acceptance criteria, therefore the root cause for the defect experienced by the customer cannot be determined. Due to not being able to determine an exact root cause for this complaint, a specific action could not be assigned for the reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on (B)(6) 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available and other risk mitigations discussed. Additional information has been requested and received. (B)(4).

Event description:
A healthcare professional reported that valved trocars leaked during a surgery. The issue was resolved using another trocar. There was no patient harm but a 5 minute delay. Additional information has been requested and received.